Event description:
It was reported that the target lesion was in the right coronary artery (rca), with a vessel diameter of 3.0 mm and a lesion length of 15 mm. The vessel has mild tortuosity, heavy calcification, is concentric, de novo with a 99% stenosis. After a non-abbott guide wire was crossed, the 2.0x12 mm trek rx was advanced; however, the balloon ruptured on the first inflation of 8 atmospheres for 10 seconds. A non-abbott balloon was used for predilatation and the procedure was completed successfully. The device was soaked and prepared outside of the patient anatomy prior to use. There was no reported resistance during advancement or retraction of the device in the patient. There was no clinically significant delay in the procedure and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, filder fc. Guide cath: axess. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. Additional information received from the account stated that the balloon was initially soaked and prepared outside of the body per the instructions for use. There was also no resistance noted during advancement or removal of the device. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, heavily calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon the first inflation attempt, the balloon ruptured. As it was discarded by the account, the product was not returned for analysis and may have aided the investigation. Based on the information provided and without the product to examine, a definitive cause could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. Based on the investigation, there is no indication of a product quality deficiency.